Manufacturer narrative:
Correction: initial aware date for report 8010047 - 2020 - 09746, should be 29oct2020. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely a problem with the cable or the pip connector was deformed due to a bump with a hard object into the connector. This issue is addressed in the instructions for use (IFU): "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint could not be duplicated. The unit¿s picture in picture (pip) connector was found slightly bent. The unit was equipped with outdated software. The unit was repaired and returned to the customer. The content of this complaint will be reviewed by the legal manufacturer for further evaluation. The cv-190 instruction manual states ¿ never apply excessive force to connectors. This could damage the connectors.¿

Event description:
The service center was informed that during preparation for use, the image would intermittently freeze on the monitor while using the digital visual interface (dvi) and serial digital interface (sdi). There was no patient involvement reported.